Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) lead channel. It was noted that the patient experienced a fall the week prior to the event and was brought into the clinic for loc. The patient was admitted to the hospital. During an interrogation of the device, it was discovered that the device went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations safety mode and loc.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) lead channel. It was noted that the patient experienced a fall the week prior to the event and was brought into the clinic for loc. The patient was admitted to the hospital. During an interrogation of the device, it was discovered that the device went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.